Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.